Manufacturer narrative:
Please note correction to d3 (manufacturer entity) the reported event could be confirmed after deeper analysis with r&d, and the device was returned. Device inspection revealed the following: the received screw gauge is in good condition overall, there can be a difference of measurement simply due to the fact where the reference point for the measurement with the instrument is set. The difference can vary from the point of exit of the bone and the topology of the bone in that area while in scaled drill measures from the point where it is stopped. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on the investigation, the root cause was attributed to a combination of user-related. If any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "during surgery, the surgeon noticed a discrepancy between the length measurement using a scaled drill and the length gauge (difference approx. 4mm). After checking in the sterilization department and comparison with two other references, this error appears to be confirmed and a comparatively longer length was determined."

Event description:
As reported: "during surgery, the surgeon noticed a discrepancy between the length measurement using a scaled drill and the length gauge (difference approx. 4mm). After checking in the sterilization department and comparison with two other references, this error appears to be confirmed and a comparatively longer length was determined."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.